Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not communicate after network outage. The field service engineer found that the network was connected to the wrong port on the station. The fse corrected the connections to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a storage space failure, devices stopped downloading, and the device was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.